Manufacturer narrative:
A review of the data revealed that run #194 for patient 1 correctly made a positive sars-cov-2 call. The run meets the characteristics of a low titer sample run which could have influenced the discrepant results allegations. Furthermore, runs #195, #196, and #197 were correctly called negatives. No amplification or disturbances were observed in the pcr curves of their targets. Given that the retest results from the cobas 6800 platform confirmed the liat results, it is likely the samples were true negatives. The discrepancy is likely the result of a contamination-related issue at the off-site laboratory where the positive retest results were generated. There is no indication of a product problem. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged potential false negative results for three patients while using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. Accordingly, 3 mdrs will be filed- one per discrepant result. According to the customer, three patient samples were initially tested on a cobas liat analyzer. Patient 1 initially generated a positive sars-cov-2 result while patients 2 and 3 both tested negative. During a review of the data, repeat negative results were discovered. The original sample from patient 1 and a newly collected sample from patient 2 were repeated on the same analyzer and were negative for sars-cov-2. All three patient samples were sent out for confirmatory testing by another laboratory and generated positive sars-cov-2 results on different platforms. Later, the customer acknowledged that retesting with the cobas 6800 generated negative sars-cov-2 targets in accordance with the original liat results. Although requested, it is still unknown whether any of the results were released. To date no allegation of harm or injuries are alleged.

Manufacturer narrative:
A summary of the 3 runs are as follow; three alleged samples, (run #194, #196, and #211) were tested on the cobas liat sn:(B)(6). Two of those samples (run #194, #196) were retested on the same cobas liat (run #195 and #197) were negative for sars-cov-2. Note that the samples in run #194 and 196 used reagent lot 10510y and run #211 used lot 10405u. All three of the samples were then sent out to another laboratory for confirmation testing. They were first tested using the molaccu covid-19 detection assay kit resulted in sars-cov2 positive results. They were then retested on another cobas liat (sn:(B)(6)) at the other laboratory and the results were positive for sars-cov2 positive. Lastly all of the samples were tested on the cobas 6800 and the results were all negative. An investigation of the data concluded that, run #194 correctly made a positive call for the sars-cov-2 target of the scfa assay. The run meets the characteristics of a low titer sample run which could have influenced the discrepant results allegations. Runs #195, #196, #197 were correctly called negatives. There was no amplification or disturbances observed in the pcr curves of their targets. Additionally, no disturbances observed in the background and baseline levels of the analyzer. Conversely, the tube-lot-related variability was observed. A further investigation of the reagent on the two alleged lots showed no systemic product issues. Furthermore it was later confirmed that the discrepancies were due to the contamination in the other laboratory during the pre-analytics testing with the non-roche product. In conclusion, all results were true negatives. The instrument is performing as expected and its repair is therefore not recommended. Added: new evaluation method code b12 and lot 10405u for run #211 (B)(4).